Manufacturer narrative:
The patient received left tmj implants in (B)(6) 2014. The surgeon reported that the patient complicated facial nerve anatomy contributed to his inability to place the condylar component in its intended position.

Event description:
The surgeon repositioned the patients's left tmj mandibular component.